Event description:
Philips received a complaint on the patient information center ix indicating the central station did not generate an audible alarm for desaturation. The staff heard a critical desaturation alarm generated by the bedside monitor for an spo2 of less than 50%; however, no audible alarm was heard from the central station. The patient was then stabilized. Biomed checked the central station and noted there was no audible alarm, which was resolved by performing a restart of the system. Additional information indicated there was a delay in care and the central station was 'stuck and behaving abnormally; however, in the initial description, it was stated the staff rushed to the patient's bedside when the alarm was heard, though it was not generated at the central. Based on this contradictory information, it cannot be determined whether a delay in care occurred or not.

Manufacturer narrative:
A philips technical support consultant (tse) reviewed the details and logfiles provided and found no evidence of a functional issue of the picix during the suspected timeframe. The logs showed that the alerts sounded. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the central station did not generate an audible alarm for desaturation. The staff heard a critical desaturation alarm generated by the bedside monitor for an spo2 of less than 50%; however, no audible alarm was heard from the central station. The patient was then stabilized. Biomed checked the central station and noted there was no audible alarm, which was resolved by performing a restart of the system.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.